Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had an infection at the ipg site. The patient was on oral antibiotics. Surgical intervention was undertaken and the ipg was explanted. The infection is now resolved.